Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that a post-operative x-ray indicated that the slack on the right ventricular (rv) lead and the right atrial (ra) lead had pulled out of both leads. The leads were originally implanted on the right side. It was noted that both lead tips were still in place, and pacing and sensing measurements were good. However, the physician was not comfortable with the amount of slack and chose to explant both leads. A new rv lead and a new ra lead were implanted on the patient's left side. No patient complications have been reported as a result of this event.